Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 400 mg/dl between 4 and 24 hours of wearing the pod. The patient stated the previous evening a new pod was activated however they were experiencing high bg levels. The patient reported a bolus was done to make a correction, but they noticed the pod was leaking because the cannula was not inserted into the skin. The pod was removed from their abdomen, and the cannula was found to be bent. As treatment a new pod was applied.

Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. A leak test was conducted, and no leaks were observed. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.